Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that an insulin pump alarmed for a power loss alarm. The blood glucose reading was 181 mg/dl.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. No unexpected power loss alarms were noted during testing. The pump was received with a scratched case, a cracked case behind the pump, near the battery compartment, a missing display window cover, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.